Event description:
The customer reported to olympus, the flex video scope would not insufflate, air did come out but not enough. The issue was found during preparation for use. The intended diagnostic colonoscopy procedure was completed with another similar device. The device was returned for evaluation. During the device evaluation, a clogged nozzle due to a foreign material inside, the adhesive removed was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation found the production label without ce mark that needed to be replaced, the bending section cover without glue/tape had a leak, the switch 1 on the camera had a cut, there was low angulation, play at control knob, a deep dent on the distal end plastic cover, a big chip/crack on objective lens, there was tiny chip and old glue on light guide lens, minor buckles in light guide tube, and a dent in gold pin. The investigation is ongoing, and follow-up is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to sending the device in for repair. The customer does not know what the foreign material is. There was no delay to the start of pre-cleaning, which was properly implemented. The customer flushed the air/water nozzle with water and air. There were no abnormalities in the accessories used for reprocessing. The customer immersed the scope in a detergent solution. The customer wiped/brushed the nozzle with a clean lint-free cloth, brush, or sponge. The customer flushed the nozzle with detergent solution. Based on the results of the investigation, the root cause could not be conclusively determined. It is likely the foreign material remained in the device because reprocessing could not be conducted properly due to a leak from the bending section cover. It was also noted the foreign material could not be identified. The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-190 series operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif/cf/pcf-190 series reprocessing manual chapter 5 "reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.